Manufacturer narrative:
Date of event is unknown.

Event description:
Related manufacturer reference number 3006705815-2021-01994. It was reported that the patient's leads were showing high impedance. X-rays showed leads were coiled together. As a result, surgery intervention is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgery intervention occurred wherein the leads were explanted and replaced.